Event description:
It was reported to philips that the system was unable to boot, stalling at the loading screen. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck on boot up screen. A review of the system was logfiles found a software issue. Upon troubleshooting actions, fse reloaded the suite pc software. After reloading the software, the system was returned to use in good working order.